Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure balloon withdrawal resistance occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid circumflex artery (cx). The physician direct stented the lesion with a 2.25x24mm ion stent. The stent was deployed at 14atms for 18 seconds and it was noted that the stent was well positioned and apposed in the lesion. The stent delivery balloon was successfully deflated; however, when the physician attempted to remove the sds, he encountered balloon withdrawal resistance. The physician was able to remove the device from the patient and it was noted that the device was removed intact and the stent remained implanted in the lesion. The procedure was completed at this point with no patient complications reported. The patient's current condition is fine.